Event description:
Procedure type: colon resection. According to the reporter: the doctor had difficulty removing the device after firing. When pulled back with force, the anvil disengaged in the rectum. The anvil was retrieved using forceps but caused tissue damage. The procedure was completed using by firing two more devices. There was unanticipated tissue loss. There was unanticipated tissue damage. There was a delay in operating time of more than 30 minutes.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).